Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received, but has not yet been evaluated. (B)(4).

Event description:
A customer reported that there were several kinks in the tubing and the cassette was exchanged. A pt was involved; however, no pt harm was reported.